Event description:
It was reported that the insulin pump sent several alarms, including a battery out limit alarm, which occurred shortly after inserting a new battery. The device keeps rewinding and resetting constantly, since the day prior to the phone call. The customer's blood glucose was 192 mg/dl. In the alarm history of the device there were several alarms, including weak battery and battery out limit. During troubleshooting the customer removed the batteries to check for corrosion and the insulin pump alarmed weak battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.